Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that ems was called because she was drifting in and out of consciousness. Her blood glucose at the time of incident was 170 mg/dl. The customer stated that the medication she takes causes her to go in and out of consciousness. Additionally, the customer stated that the up and down arrow keys on her insulin pump have been becoming harder to press. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.